Event description:
Pt reports pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
Follow-up #1 07/07/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Evaluation also revealed contamination on the force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.